Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided pictures did not identify any abnormalities that could have contributed to the reported condition. The photograph only showed the product after use within a packaging. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately three minutes after starting treatment with a polyflux, an external fluid leakage was observed. There was no report of patient injury or medical intervention associated with this event. No additional information provided.